Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report. No product failure detected, only problem in ordering.

Event description:
As reported: "the doctor found that the implant kit of the t2 humeral nail arrived instead of the implant kit of the t2 proximal humeral nail due to the mistake of the order by the doctor while the patient had been anesthetized in the operation room. Thus, the patient's anesthesia time was extended until the correct implant kit arrived to the facility (about 2h). After arrival of the correct implant kit, the surgery was performed and was completed successfully."

Manufacturer narrative:
Correction: h6 conclusion code. The reported event could not be confirmed since the device was not returned for evaluation and no other evidence was provided. A device inspection was not possible since the affected device was not returned and no other evidence was provided for investigation. The batch record could not be reviewed because the affected device was not returned, and the lot number was not communicated. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated. A review of the labeling did not indicate any abnormalities. Although the issue could not be confirmed but as per the reported event it is clear that there was an issue with the ordering of the device and not with the device itself, the root cause of the issue based on this information can be attributed to the user. If any additional information is provided, the investigation will be reassessed.

Event description:
As reported: "the doctor found that the implant kit of the t2 humeral nail arrived instead of the implant kit of the t2 proximal humeral nail due to the mistake of the order by the doctor while the patient had been anesthetized in the operation room. Thus, the patient's anesthesia time was extended until the correct implant kit arrived to the facility (about 2h). After arrival of the correct implant kit, the surgery was performed and was completed successfully."